Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Event description:
(B)(4) - the dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region 14#, its loss of osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type ii).